Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic and one haptics torn.the other haptic was torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to loading technique and old cartridge stock. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated there were two possible root causes for the torn lens - the loading technique and the cartridges were from old stock. The lens was sticking in the cartridge while being inserted and they felt the cartridge was old, with not enough lubricity. This is one of two lenses used for this pt- see MFR report # 2023826-2007-02018.